Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The check valve assembly was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of o2. There was no patient involvement.